Event description:
On (B)(6) 2012, a patient was implanted with a peek implant (sd device) for right temporal meningioma. During follow-up on an unknown date, the surgeon noted the peek implant was loose. A CT scan showed possible resorption of the bone around the implant, causing the implant to become loose. Surgeon planned to replace implant with a new implant which will compensate for resorbing bone. Surgeon used a matrix neuro plate and screws to fixate the implant in the skull temporarily. It was reported the patient presented to the surgeon complaining of headache and hardware (peek implant) loosening. Reportedly the patient was treated for right temporal meningioma where his original bone flap resorbed. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the peek implant and revised the patient to a new peek implant. This is 5 of 5 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was obtained on (B)(6) 2013. Additional part added. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.